Event description:
The customer received a button error alarm on the insulin pump for a few minutes, which cleared by itself. The customer was able to give himself insulin and advised to closely monitor the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.